Event description:
Patient was implanted with a mid foot fusion bolt on an unknown date. It was reported patient had a non-union, date found unknown. Patient was returned to the or and the fusion bolt was removed with the patient being revised to a mid foot plate on (B)(6) 2013. The procedure was successfully completed with no patient injury reported. There was no delay in completing the procedure. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.